Event description:
On 12/06/2024, it was reported by a sales representative via (B)(4) that an 5031-000 locking tool and 5030-000 lag inserter were not able to work together in unison. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 5031-000 serial/batch number (B)(6) was received for evaluation. Functional testing with a good known device it was determined that the device doesn't lock to the 5030-000. A visual inspection revealed a small broken piece of the connector. Signs of wear and tear was noted on the shaft. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.